Manufacturer narrative:
The device evaluation could not be performed as the customer failed to provide any further information. The root cause of this issue remains unknown as no further information has been provided by the customer.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
The customer reported tank gas volume is too large, and a choking alarm. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.